Manufacturer narrative:
(B)(4). This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k060303.

Event description:
During a left total knee arthroplasty, after the femur was implanted, scratches were noticed on the distal condyles of the femur. The surgeon removed the femur and completed the procedure with another femur available.